Event description:
The customer reported that the screen on the ventilator is blank. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion technician evaluated the ventilator and was unable to duplicate the reported problem of blank screen. Replaced leaking blender. The ventilator meets performance specifications.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2014. The information for this follow-up report was noted on (B)(6) 2015. Service was not able to duplicate the original issue of a blank monitor. However, a low expiration volume was identified. The evaluation determined that this was due to a leak in the blender. The blender was replaced and the device was tested. It passed all tests. The blender was returned to carefusion and is currently waiting evaluation to determine the root cause of the leak.